Event description:
It was reported in the journal "journal of neonatal surgery" article titled, "improvement of broviac catheter related outcomes after the implementation of a quality management system: a before and after prospective observational study", that sometime post central line placement procedure by using bard broviac catheters to assess the efficiency of the main actions and practices for improving broviac outcomes, that out of ninety four patients, fourteen occurrences of mechanical complications. There was no reported patient injury.

Manufacturer narrative:
H11: kammoun m, jarraya a, ammar s, kolsi k. Improvement of broviac catheter-related outcomes after the implementation of a quality management system: a before-and-after prospective observational study. J neonatal surg. 2023;12:3. Doi: https://doi.org/10.47338/jns.v12.1156. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported mechanical complication issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalogue number), g3, h6 (component). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: kammoun m, jarraya a, ammar s, kolsi k. Improvement of broviac catheter-related outcomes after the implementation of a quality management system: a before-and-after prospective observational study. J neonatal surg. 2023;12:3. Doi: https://doi.org/10.47338/jns.v12.1156. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal "journal of neonatal surgery" article titled, "improvement of broviac catheter related outcomes after the implementation of a quality management system: a before and after prospective observational study", that sometime post central line placement procedure by using bard broviac catheters to assess the efficiency of the main actions and practices for improving broviac outcomes, that out of ninety four patients, fourteen occurrences of mechanical complications. There was no reported patient injury.